Event description:
Edwards received information that a coronary sinus perforation occurred while attempting to place a peripheral retrograde cardioplegia device. The physician used transesophageal echocardiography (tee) and fluoroscopy for visualization during device insertion while preparing for a robotic mitral valve repair (mvr). The physician noted the patient had a valve located at proximal-to-mid section of the coronary sinus which obstructed the advancement of the device to the distal end of the coronary sinus. The physician attempted to bypass the obstruction which resulted of a coronary sinus perforation. The device was in use for thirty (30) minutes at the time of injury was noticed. The robotic mvr procedure was converted to a full sternotomy and the coronary sinus perforation was repaired. The device was used per edwards¿ instructions for use. Patient¿s post-operative status was not reported and remained unknown as hospital staff indicated patient information could not released.

Manufacturer narrative:
Additional manufacturer narrative: a review of the device history record (DHR) revealed no non-conformities related to this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded by the hospital staff. There was no allegation of product malfunction reported. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the device. In this case, the patient had anatomical variance which may have contributed to this event. Based on the information received, the most probable root cause was operational context and patient¿s anatomical variance. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.